Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results generated on the architect i2000sr processing module for one sample. The following results were provided: (customer provided reference range: 9.01 - 19.05 pmol/l) 04apr2025 initial result = >64.35 pmol/l, the re-examination result was 12.97 pmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending data for the architect free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68900ud02. However, in house accuracy testing was performed utilizing retained kit of the complaint lot. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the likely cause lot number and complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 68900ud02 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results generated on the architect i2000sr processing module for one sample. The following results were provided: (customer provided reference range: 9.01 - 19.05 pmol/l). (B)(6) 2025 initial result = >64.35 pmol/l, the re-examination result was 12.97 pmol/l. No impact to patient management was reported.